Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle outer cover was loose. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot. No. Is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle outer cover was loose. No serious injury or medical intervention was reported.